Event description:
Event verbatim [preferred term] burned/burn on skin, pain [thermal burn] , open wound [wound] , did not check the skin under the product while wearing thermacare/read the usage instructions on thermacare before usage [intentional device misuse] , marks on the skin [skin discolouration]. Case narrative:this is a spontaneous report from a contactable consumer reported on behalf of herself. This consumer reported two devices. This is the second of 2 reports. This 25-year-old female patient (not pregnant) started to use thermacare heatwrap (thermacare neck, shoulder & wrist) multiple times a month, 6-7 hours one time since 2010 to deal with chronic pain. The patient's medical history included asthma and dysmenorrhea and ongoing shoulder pain. The patient's concomitant medications included paracetamol (tylenol) at 250 mg once a day from an unspecified date in (B)(6) 2016 and ongoing for pain/ shoulder pain and medroxyprogesterone acetate (depo provera) from an unspecified date at four times a year for dysmenorrhea. She reported experiencing a "pain burn" with previous use of other heating products for pain relief (electric heating pad, hot water bottle, microwave gel pack). The patient reported she had recently been burned on skin on (B)(6) 2016 by one of the shoulder wraps. The burn had been about the size of one of the heating elements and had been extremely painful. She felt pain where thermacare was placed on the skin and was burned with an open wound about the size 'recting cell.' Last time, the burn took two weeks to heal and was very painful. The patient indicated that mark on the skin remain in 2016. Therapeutic measures taken included the application of bacitracin ointment given by her doctor. The patient's skin tone was assessed as medium (neither light nor dark). She denied having sensitive skin and reported no abnormal skin conditions. The patient attached the adhesive to clothing. She did not engage in exercise while using the product and did not check the skin under the product while wearing thermacare on (B)(6) 2016. The patient read the usage instructions on thermacare before usage. The product was remaining. The box had been discarded. Action taken with suspect product was permanently withdrawn on an unspecified date in (B)(6) 2016. Clinical outcome of the events burn and open wound was resolved with sequelae. Clinical outcome of the event mark on the skin was not recovered. The outcome of the other event was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (03dec2019): follow-up attempts completed. No further information expected. Amendment: this follow-up report is being submitted to amend previously reported information: misuse removed from product notes; shoulder pain was captured as medical history. Comment: based on the information provided, the events of "burn" "open wound" and "intentional device misuse" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event "skin discoloration" is non-serious. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term]. Burned/burn on skin, pain [thermal burn], open wound [wound], did not check the skin under the product while wearing thermacare/read the usage instructions on thermacare before usage [intentional device misuse], marks on the skin [skin discolouration], narrative: this is a spontaneous report from a contactable consumer reported on behalf of herself. This consumer reported two devices. This is the second of 2 reports. This 25-year-old female patient (not pregnant) started to use thermacare heatwrap (thermacare neck, shoulder & wrist) multiple times a month, 6-7 hours one time since 2010 to deal with chronic pain. The patient's medical history included asthma and dysmenorrhea and ongoing shoulder pain. The patient's concomitant medications included paracetamol (tylenol) at 250 mg once a day from an unspecified date in (B)(6) 2016 and ongoing for pain/ shoulder pain and medroxyprogesterone acetate (depo provera) from an unspecified date at four times a year for dysmenorrhea. She reported experiencing a "pain burn" with previous use of other heating products for pain relief (electric heating pad, hot water bottle, microwave gel pack). The patient reported she had recently been burned on skin on (B)(6) 2016 by one of the shoulder wraps. The burn had been about the size of one of the heating elements and had been extremely painful. She felt pain where thermacare was placed on the skin and was burned with an open wound about the size 'recting cell.' Last time, the burn took two weeks to heal and was very painful. The patient indicated that mark on the skin remain in 2016. Therapeutic measures taken included the application of bacitracin ointment given by her doctor. The patient's skin tone was assessed as medium (neither light nor dark). She denied having sensitive skin and reported no abnormal skin conditions. The patient attached the adhesive to clothing. She did not engage in exercise while using the product and did not check the skin under the product while wearing thermacare on (B)(6) 2016. The patient read the usage instructions on thermacare before usage. The product was remaining. The box had been discarded. Action taken with suspect product was permanently withdrawn on an unspecified date in (B)(6) 2016. Clinical outcome of the events burn and open wound was resolved with sequelae. Clinical outcome of the event mark on the skin was not recovered. The outcome of the other event was unknown. Additional information received from product quality complaint (pqc) group included investigation results. Reasonably suggest device malfunction was no. Severity of harm was not applicable. Sample status was not received. This investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 8 hour product. There is not a trend identified related for the subclass adverse event safety request for investigation. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assessment and rationale was: a lot trend was not performed as the lot number is unknown. Follow-up (03dec2019): follow-up attempts completed. No further information expected. Amendment: this follow-up report is being submitted to amend previously reported information: misuse removed from product notes; shoulder pain was captured as medical history. Follow-up (03apr2020): new information received from product quality complaints (pqc) group included: product quality investigation results. No follow-up attempts are possible. No further information expected.

Manufacturer narrative:
Severity of harm was not applicable. Sample status was not received. This investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 8 hour product. There is not a trend identified related for the subclass adverse event safety request for investigation. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assessment and rationale was: a lot trend was not performed as the lot number is unknown.

Event description:
Burned/burn on skin, pain [thermal burn], open wound [wound], did not check the skin under the product while wearing thermacare/read the usage instructions on thermacare before usage [intentional device misuse], marks on the skin [skin discolouration]. Case narrative:this is a spontaneous report from a contactable consumer reported on behalf of herself. This consumer reported two devices. This is the second of 2 reports. This (B)(6) female patient (not pregnant) started to use thermacare heatwrap (thermacare neck, shoulder & wrist) multiple times a month, 6-7 hours one time since 2010 to deal with chronic pain. The patient's medical history included asthma and dysmenorrhea. The patient's concomitant medications included paracetamol (tylenol) at 250 mg once a day from an unspecified date in (B)(6) 2016 and ongoing for pain/ shoulder pain and medroxyprogesterone acetate (depo provera) from an unspecified date at four times a year for dysmenorrhea. She reported experiencing a "pain burn" with previous use of other heating products for pain relief (electric heating pad, hot water bottle, microwave gel pack). The patient reported she had recently been burned on skin on (B)(6) 2016 by one of the shoulder wraps. The burn had been about the size of one of the heating elements and had been extremely painful. She felt pain where thermacare was placed on the skin and was burned with an open wound about the size 'reacting cell' last time, the burn took two weeks to heal and was very painful. The patient indicated that mark on the skin remain in 2016. Therapeutic measures taken included the application of bacitracin ointment given by her doctor. The patient's skin tone was assessed as medium (neither light nor dark). She denied having sensitive skin and reported no abnormal skin conditions. The patient attached the adhesive to clothing. She did not engage in exercise while using the product and did not check the skin under the product while wearing thermacare on (B)(6) 2016. The patient read the usage instructions on thermacare before usage. The product was remaining. The box had been discarded. Action taken with suspect product was permanently withdrawn on an unspecified date in (B)(6) 2016. Clinical outcome of the events burn and open wound was resolved with sequelae. Clinical outcome of the event mark on the skin was not recovered. The outcome of the other event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of "burn" "open wound" and "intentional device misuse" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event "skin discoloration" is non-serious. The events are medically assessed as associated with the use of the device. Comment: based on the information provided, the events of "burn" "open wound" and "intentional device misuse" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event "skin discoloration" is non-serious. The events are medically assessed as associated with the use of the device.